Manufacturer narrative:
The device was received in bvvi mode. Device images were corrupted and the cause of bvvi could not be identified. Product code was reloaded to recover the device and to perform further testing. Temperature cycle and output tests were performed with normal results. Vibration test resulted in an eos trigger, and eventually put the device into bvvi mode due to a power-on-reset (por). The device was cut open for further analysis. X-ray examination of the battery connector and contacts revealed no anomalies to explain the por trigger. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of an unknown back-up was confirmed, however device images were severely corrupted and the cause of bvvi could not be identified. Based on this information, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Upon completion of a pacemaker implant procedure, the device was unable to communicate and was noted to be in back-up mode. The device was successfully replaced, and the patient was stable with no adverse consequences.